Event description:
It was reported that stryker hip implant was replaced because of corrosion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.